Event description:
Lap chole - "clip applier jaw broke off inside pt causing titanium clip to bend straight - fell in tissue and causing bleeding. Hosp wrote up an incident report." Clip caused bleeding - "readily handled with cautery.

Manufacturer narrative:
Product anticipated to return, follow up will be provide upon completion of investigation.